Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was giving low readings. Mother called in stating the meter was reading low and 6 minutes later read low again. After she saw those readings she gave her daughter peanut butter and jelly to get it back up, then called paramedics and they arrived about 10 minutes later. They check with their meter and got 200. (B)(6) 11 daughter called back stating that the meter was reading lower than her bg was. On (B)(6) 2011, caller took bg test and results were 24mg/dl at 11:06am, 33 at 11:16am at caller said she had some chocolate and a soda to bring up her bg. She felt dizzy, tired, sick to stomach, and light headed. She called paramedics, when they arrived they tested on her meter and received 14 mg/dl and on their meter the reading was 200mg/dl. I asked if the meter was upside down, she said it is possible, the 14 result was not in meter memory. Meter is also turning off on its own after just a few seconds. Controls not used. Replacing product